Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege the patient has experienced discomfort, limited motion and pain in her hip. It became increasingly painful for her to move, bear weight and walk, to move her leg. It is further alleged she will likely undergo revision surgery. Patient is resident of (B)(6). Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.